Event description:
It was reported that the port was implanted in 1998 in the right axillary vein to provide chemo. It functioned well until in 2000. Seven days later, it was determined that the catheter had embolized. The catheter was successfully removed via the right femoral. The port was also removed and there were no additional complications.